Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. An aortic dissection may occur during attempts to cross the stenotic native valve / failed surgical valve, and/or when excessive force is used while advancing the devices. Per the IFU, the safety and effectiveness have not been established for patients with the following characteristics/comorbidities: significant aortic disease, including abdominal aortic or thoracic aneurysm defined as maximal luminal diameter 5 cm or greater; marked tortuosity (hyperacute bend), aortic arch atheroma (especially if thick[> 5 mm], protruding, or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta, severe "unfolding" and tortuosity of the thoracic aorta. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate pre-existing patient factors (descending aortic disease/abdominal aortic aneurysm) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. As the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, it was a case of an implant of 23mm edwards sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. While advancing the commander delivery system after valve alignment, the abdominal aorta was ruptured. This was a high risk tavi valve-in-valve case for failed bioprosthetic aortic valve (believed to be a 23mm mitroflo but no more information was available). During patient screening the patient was noted to have descending aortic disease, severely tortuous and calcified aorta with known pre-existing abdominal aortic aneurysm (aaa) by angiogram. After valve alignment, during the advancement of the delivery system, the abdominal aorta was ruptured. The rupture was through the entirety of the descending aorta. The delivery system never made it as far as the arch. Because the valve alignment step was already performed at the time the perforation was recognized and visualized, the tavi valve was deployed in descending aorta in an attempt to stop the aortic bleeding. This was not successful. The patient had a rapidly progressing hypotension. The patient died after a rapid hemodynamic decompensation. No further treatments or transfusion were attempted as prior to the procedure the patient had requested that no extensive resuscitation measures be taken. As per medical opinion, the severely diseased aorta was susceptible to rupture from the forces required to advance the delivery system. The cause of death was bleeding into the abdomen through aortic dissection/perforation.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. An aortic dissection may occur during attempts to cross the stenotic native valve / failed surgical valve, and/or when excessive force is used while advancing the devices. Per the IFU, the safety and effectiveness have not been established for patients with the following characteristics/comorbidities: significant aortic disease, including abdominal aortic or thoracic aneurysm defined as maximal luminal diameter 5 cm or greater; marked tortuosity (hyperacute bend), aortic arch atheroma (especially if thick[> 5 mm], protruding, or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta, severe "unfolding" and tortuosity of the thoracic aorta. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate pre-existing patient factors (descending aortic disease/abdominal aortic aneurysm) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. As the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, it was a case of an implant of 23mm edwards sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. While advancing the commander delivery system after valve alignment, the abdominal aorta was ruptured. This was a high risk tavi valve-in-valve case for failed bioprosthetic aortic valve (believed to be a 23mm mitroflo but no more information was available). During patient screening the patient was noted to have descending aortic disease, severely tortuous and calcified aorta with known pre-existing abdominal aortic aneurysm (aaa) by angiogram. After valve alignment, during the advancement of the delivery system, the abdominal aorta was ruptured. The rupture was through the entirety of the descending aorta. The delivery system never made it as far as the arch. Because the valve alignment step was already performed at the time the perforation was recognized and visualized, the tavi valve was deployed in descending aorta in an attempt to stop the aortic bleeding. This was not successful. The patient had a rapidly progressing hypotension. The patient died after a rapid hemodynamic decompensation. No further treatments or transfusion were attempted as prior to the procedure the patient had requested that no extensive resuscitation measures be taken. As per medical opinion, the severely diseased aorta was susceptible to rupture from the forces required to advance the delivery system. The cause of death was bleeding into the abdomen through aortic dissection/perforation.

Event description:
As reported by an edwards canada affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, during insertion of the commander delivery system and valve in the esheath, there was high push force requiring the team to maneuver through the tortuosity in the descending aorta, once the valve was outside of the esheath. After valve alignment, the abdominal aorta was ruptured. This was a high risk tavi valve-in-valve case for failed bioprosthetic aortic valve (believed to be a 23mm mitroflo but no more information was available). During patient screening the patient was noted to have descending aortic disease, severely tortuous and calcified aorta with known pre-existing abdominal aortic aneurysm (aaa) by angiogram. After valve alignment, during the advancement of the delivery system, the abdominal aorta was ruptured. The rupture was through the entirety of the descending aorta. The delivery system never made it as far as the arch. Because the valve alignment step was already performed at the time the perforation was recognized and visualized, the tavi valve was deployed in descending aorta in an attempt to stop the aortic bleeding. This was not successful. The patient had a rapidly progressing hypotension. The patient died after a rapid hemodynamic decompensation. No further treatments or transfusion were attempted as prior to the procedure the patient had requested that no extensive resuscitation measures be taken. As per medical opinion, the severely diseased aorta was susceptible to rupture from the forces required to advance the delivery system. The cause of death was bleeding into the abdomen through aortic dissection/perforation.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The following instructions for use (IFU) were reviewed: IFU for commander delivery system, device preparation manual, device procedural manual, and patient screening manual. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for difficult to track system through anatomy was unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Per the complaint description, 'during the advancement of the delivery system through severely tortuous and calcified aorta with known pre-existing aaa, the abdominal aorta was ruptured. The rupture was through the entire the descending aorta. Once the valve was outside the esheath, when advancing the ds in the aorta after exiting the esheath, there was high push force required to maneuver through the tortuosity in the descending aorta.' Obstructive calcification and reported tortuosity may have created a challenging pathway that prevented the advancement of delivery system. The valve could have interacted with calcium nodes during advancement and the system was unable to be progress further. Additionally, tortuous anatomy can also present difficult bend angles for the devices to overcome. However, due to lack of device and device/procedural imagery, a definitive root cause was unable be determined. Available information suggests that patient factors (tortuosity, calcification) may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.